Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4)

Event description:
Device 1 of 3. Reference MFR. Report#1627487-2017-00849; reference MFR. Report#1627487-2017-00850. It was reported the patient's pns system (off label) was explanted at an unknown date due to infection.